Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a settings issue with the one touch verio meter. It was noted that the patient was having trouble with the settings and she was not sure if her battery light had come on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed a settings issue with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ( (B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.